Event description:
It was reported that the customer's sensor and blood glucose readings were off by 80 or more points. The customer also reported that the insulin pump tried to go into threshold suspend, even though his actual blood glucose level was around 180 mg/dl. He stopped using the enlight sensors and is now using dexcom sensors. The product was not returned. Nothing further to report.

Manufacturer narrative:
Reference medwatch number 2032227-2014-48804 for additional information. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).